Event description:
It was reported that during a sleeve gastrectomy procedure, the cartridge could not be removed from the jaw after the second firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): cartridge. The analysis found that one long60a device was returned in good visual condition and with four reloads present. Reload a was received in good visual conditions and fully fired. Reload b was received broken and fully fired. Reloads c and d were received damaged and with the pan detached. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The test cartridge and the returned reload a were loaded and unloaded on the device without any difficulties noted. While no conclusion could be reached as to how the reloads became damaged, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.